Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the territory manager, post valve deployment the 16fr esheath was pulled from the right common femoral artery prior to the 29 mm commander delivery being completely removed. As a result the delivery system was unable to be safely removed from the artery. When an attempt was made to pull the delivery system through the vessel a ¿horizontal tear on the proximal end of the balloon, where it connects¿ occured. The decision was made to perform a cut down to successfully remove the delivery system. The patient was stable throughout the procedure.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Additionally, no relevant photographs, video, or imagery were provided. A lot history review did not reveal any other complaints related to ¿balloon ¿ torn¿. A DHR review of relevant work orders did not reveal any manufacturing issues that would have contributed to the event. Additionally, a review of complaint data for january 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ torn¿ was unable to be confirmed, as no relevant photographs, videos, or imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. Since no issues were reported during de-airing or inflation, it is likely that the damage to the balloon occurred after valve deployment. The complaint site reported that the ¿esheath was pulled from the right common femoral artery prior to the 29mm commander delivery being completely removed. As a result, the delivery system was unable to be safely removed from the artery. When an attempt was made to pull the delivery system through the vessel, a horizontal tear on the promixal end of the balloon where it connects [occurred].¿ the early removal of the esheath did not follow the IFU and training manual, which instructed that the delivery system should be removed prior to removal of the esheath and that the entire delivery system should be pulled through the sheath during delivery system removal. Additionally, the patient was noted to have a mildly tortuous and calcified access vessel with 7.0 mm mld. These patient factors would have exacerbated the issue, as the enlarged balloon profile (from being previously expanded) could have caught on patient anatomy during removal. The excessive manipulation and force applied during delivery system removal could then have contributed to the crimp balloon tear. As such, it is likely that patient/procedural factors (removal of esheath prior to attempted removal of delivery system) contributed to the damage to the balloon and subsequent need for a cut down to remove the device. However, based on available information, a definite root cause cannot be determined at this time. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Lastly, since no manufacturing non-conformances or IFU/training deficiencies were identified and the occurrence rate did not exceed the trend category control limit, no escalation to pra is required at this time.